Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the backup the audible alarm error on power up. The main board was found to be operating intermittently which explains this error. This main board will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure. There was no reported adverse event.